Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy skin under the lifevest. The patient had been laundering the garments with tide to which she is allergic. The patient reported using "the hospital lotion" and an over the counter cream. Follow-up indicated that the skin irritation had improved.